Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): (B)(4). Product performance engineering reviewed the incident information, however, there was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for the patient effect. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a relationship between the reported patient effects and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure was to treat a de novo coronary lesion with mild tortuosity and moderate calcification in the proximal obtuse marginal (om) artery. The lesion was 80% diffused disease. The lesion was pre-dilated with multiple balloons and a xience prime 3.0 x 33 mm stent was deployed at 10 atm. Post-deployment a dissection was observed at the distal end of the lesion. A xience pro was used to cover the dissection. Results were timi iii flow without any residual stenosis. There was no reported clinically significant delay in the procedure. No additional information was provided.